Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2022-16838. It was reported that patient lost stimulation and has recently had multiple falls. Lead diagnostics showed high impedances on contacts 3-16. Surgical intervention may be undertaken to address this issue.

Event description:
Related manufacturer reference number: 3006705815-2022-16838. It was reported that surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.